Event description:
A (B)(6) male pt's brother contacted zoll customer support to report that the pt's battery and charger were not working properly and the battery was leaking. The pt was issued a replacement battery pack and charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been competed. The reported problem (battery issue/leaking) was investigated. As received, the battery would not charge or power on a monitor. Upon evaluation, the battery cells were not leaking but there was contamination inside the battery pack. The cause of the inability to charge and power on a monitor is the contamination. The root cause of the contamination cannot be positively identified but is likely ingress of an unk contaminant. Device evaluation of charger sn (B)(4) has been completed. The reported problem (charger issue) was confirmed. Upon evaluation, the charger was shorted. The cause of the short is liquid contamination. The source of the contamination is the contaminated battery pack. No adverse event resulted from the defective battery pack or charger. The pt received a replacement battery back and charger. Device manufacture date: charger: 01/2007.